Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as unidentified (tear) opening (shell thickness within specification) additional observations: ¿ black particles observed in the surface of the shell. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.